Event description:
It was reported that the patient felt adhesive issue on (B)(6) 2025 as the site got pulled. The cannula came off of patient¿s body which leads to high blood glucose levels upto 255 mg/dl.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.